Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during intraocular lens implantation procedure an ophthalmic phacoemulsification handpiece did not provide the desired ultrasound and not possible to crush and aspirate the lenses. The procedure was completed by using another handpiece. There was no patient impact.

Manufacturer narrative:
The phacoemulsification handpiece was received. And a visual assessment of the returned sample revealed, no visual nonconformities. A flow rate test was performed on the irrigation and aspiration lines of the phacoemulsification handpiece, which found the handpiece to meet product specifications. The returned phacoemulsification handpiece sample was connected to a calibrated console. The phacoemulsification handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phacoemulsification handpiece was connected to dynamic tuning fixture (dtf), for stroke length testing on the longitudinal and torsional movements, which found the phacoemulsification handpiece to meet alcon specifications per manufacturing test procedure (mtp). A phacoemulsification handpiece manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The phacoemulsification handpiece was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Corrected information has been provided in section h.6 (FDA product code 1211 was incorrectly submitted in previous report). The manufacturer internal reference number is: (B)(4).